Manufacturer narrative:
The field service engineer performed preventive maintenance, including the replacement of the measuring cell. After this intervention, the analyzer was working according to specification. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
There was an allegation of additional questionable elecsys ige ii immunoassay results from the cobas e411 disk. On 11-dec-2025: sample (B)(6) initial result was 2 iu/ml, and the repeat result was 16.56 iu/ml. Sample (B)(6) initial result was 0.7 iu/ml, and the repeat result was 154.5 iu/ml. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ige ii immunoassay results from the cobas e411 disk. Sample 1 initial result was 0.8 iu/ml, and the repeat result was 211.6 iu/ml. Sample 2 initial result was 0.8 iu/ml, and the repeat result was 71 iu/ml. On 18-nov-2025, sample 3 initial result was 0.8 iu/ml, and the repeat result was 712 iu/ml. On 20-nov-2025, sample 4 initial result was 0.8 iu/ml, and the repeat result was 813 iu/ml. Several repetitions of the samples were performed that matched the final result. No specific data was provided.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found that the sample/reagent pipette hose was loose and deformed. He replaced the hose, validated the correct positioning of the sample/reagent pipette, and performed a general cleaning of the instrument. Quality control was performed and was acceptable. The investigation determined that the service actions resolved the issue.